Event description:
It was reported that after being implanted, the right atrial (ra) lead dislodged and fell down into the patient's right ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.